Manufacturer narrative:
Batch review performed on 04 dec 2025. Lot 2430924: (B)(4) items manufactured and released on 22-jan-2025. Expiration date: 2030-jan-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medical affairs departement a revision surgery was performed approximately two weeks after the implantation of a uka, due to a periprosthetic fracture. The available x-ray images clearly show a vertical fracture line in the medial tibial plateau. Although no traumatic event has been reported, a sudden movement or load on bone already weakened by the standard tibial preparation could have contributed to the early fracture. The bone quality may have also played a role. Based on the information currently available, there is no indication to suspect a device malfunction. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
Revision surgery due to bone fracture at 17 days from primary. The tibial tray had come down together with the fractured bone fragment. No traumatic event reported by the patient. The surgeon converted the patient from uni to tka.